Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed.

Event description:
As reported by the field, during a coil embolization, a 2x4 orbit galaxy coil (640hx0204, 30571045) became unraveled/stretched in the unspecified microcatheter (mc). The physician switched to a new one to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the coil became unraveled/stretched during advancement. There was resistance encountered prior to the coil unraveling. Prior to this coil, other coils were able to be advanced through the same microcatheter. There was no blood flow restriction/reduction as a result of the event. Adequate flush was maintained through the devices. There were no procedural delays due to the event. The procedure was to the ophthalmic artery segment. The aneurysm size was 3x4. Complaint conclusion: as reported by the field, during a coil embolization, a 2x4 orbit galaxy coil (640hx0204, 30571045) became unraveled/stretched in the unspecified microcatheter (mc). The physician switched to a new one to complete the surgery. There was no patient injury report. Additional information received indicated that the coil became unraveled/stretched during advancement. There was resistance encountered prior to the coil unraveling. Prior to this coil, other coils were able to be advanced through the same microcatheter. There was no blood flow restriction/reduction as a result of the event. Adequate flush was maintained through the devices. There were no procedural delays due to the event. The procedure was to the ophthalmic artery segment. The aneurysm size was 3x4. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30571045 number, and no non-conformances related to the malfunction were identified. Coil unraveling/stretching is indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation (mre), there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.